Manufacturer narrative:
Continuation of medical products: dtba1d4 ICD, implanted: (B)(6) 2015; 5076-45 lead, implanted: 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. The device was explanted and replaced. It was also reported that the epicardial left ventricular lead had high and undefined impedance on the left ventricular tip to right ventricular coil. The lead was capped and not replaced. No patient complications have been reported as a result of this event.